Manufacturer narrative:
This report is submitted september 17, 2019.

Manufacturer narrative:
This report is submitted on august 16, 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 due to migration of the electrode array. There are no plans to re-implant the patient with a new device as of the date of this report.